Manufacturer narrative:
(B)(6). The article was written by v. Ciriello, r. Chiarpenello, g. Pisanu, and l. Piovani. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Ciriello, v. Et al. "Retrograde intramedullary nailing in the treatment of distal femur fractures in elderly patients". J orthopaed traumatol (2014) 15 (suppl 1):s36. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that there were three (3) cases of anterior knee pain after an intramedullary trauma nail procedure for a distal femur fracture. No revisions were performed. No further information is available.